Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 30mm amplatzer pfo occluder was selected for implant. Upon deployment, a bulbus deformation was noted on the left atrial disc. It didn't lay flat against the septum as intended. The physician tried to recapture and re-deploy however the deformation occurred again. The device was removed and exchanged for a 25mm amplatzer pfo occluder which was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The reported event of the left disc deforming in a bulbous conformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.